Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The friction lock was positioned on the pusher assembly mid-joint and the embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation of the smart coil revealed no friction while advancing the pusher assembly from its starting position, however, the pusher assembly could not be advanced passed the kink in the pusher assembly. Therefore, the smart coil could not be advanced through a demonstration microcatheter. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance into the hub of a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.